Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Inspection of the device revealed that cable-4 had broken on the bf probe. Fse replaced the broken cable with a new one. The customer was subsequently able to run quality control (qc) without issues. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 15sep2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The aia-2000 operator's manual, appendix 4 -error messages was reviewed. 4471 bf probe 4 home detection failure. The aia-360 operator's manual indicates that the 4471 bf probe 4 home detection failure error message is generated the home sensor fails to activate after b/f probe 4 moves toward the home position. The measuring operation is suspended. The operator is instructed to contact tosoh customer service. The most probable cause of the reported event was due to failure of the xp019 cable.

Event description:
It was reported that the customer received the "4471 bf probe home detection failure" error with their aia-2000st analyzer. The customer rebooted; performed the "all set home" command, and performed a version up with no resolution. Technical support (ts) instructed the customer to inspect bf probe #4 for possible binding but they were unable to visualize any issues. The customer stated that a grinding sound could also be heard upon movement of the bf probe. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results alfa feta protein (afp). There was no indication of any patient intervention or adverse health consequences due to the reported event.